Event description:
The 6f sheath used split into two on its top or silicone layer with the wire coding still intact as the surgeon pulled it out from the pt's left groin. The surgeon double checked the sheath and the team that all of the broken parts are out and nothing left inside the pt. No harm done to the pt. FDA safety report ID# (B)(4).